Event description:
A customer reported low quality control results for total beta-hcg. The investigation determined this event to be consistent with a malfunction which could cause false negative troponin I, ckmb or beta-hcg pt results to be reported of harm as a result of this event.